Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data show an alarm, indicating that a communication error occurred, and that the device was pod state 14 (lump_of_coal) indicating that the device activation was not completed within the specified time window. The pod established communication with a pdm during investigation and completed its priming sequences, and established communication with the master pdm for data download. Inspection of the device found no evidence that would generate an alarm or result in a communication error; a root cause could not be determined. No evidence was found that would result in the needle deploying early. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the cannula deployed while the pod was still in the priming process. The pod was not worn.